Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Review of the device logs showed messages indicating ECG failure. However, the device was put through extensive testing including bench handling and ECG monitoring stress testing without duplicating the report. The defib cable receptacle and multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.